Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded three events due to oversensed noise, one with an inappropriate shock. At the time, the patient appeared to be in normal sinus rhythm and after the shock was delivered, the noise disappeared, and the patient remained in normal sinus rhythm. The shock impedance was measured at 70 ohms. It was suspected that there might be a potential electrode fracture. Boston scientific technical services provided troubleshooting options. The patient was seen in-clinic and an x-ray was performed, and no anomaly was found. The s-ICD was reprogrammed to the secondary sensing vector and no oversensing was noted. No adverse patient effects were reported. This device and electrode remain in service.